Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged at some point after implant. No intervention was done as the patient was in atrial fibrillation (af) and the lead was programmed off. The patient eventually became symptomatic without the use of the ra lead. Attempted to reactivate the ra lead showed no capture. Repositioning of the lead was unsuccessful and the lead was capped and replaced. No patient complications have been reported as a result of this event.